Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation results: a wallflex biliary covered stent and delivery system was received for analysis. Visual examination of the returned device found the outer sheath was broken at the guidewire access sheath between the dark blue outer sheath and the clear guidewire access port, and the inner shaft was kinked. Functional analysis found the stent was not possible to deploy as received, but it was possible to manually deploy. There was no issue with the stent and no other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident of stent failed to deploy and that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and product specifications at the time of release for distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was to be used in the common bile duct to treat a stricture due to pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy was dilated using a hurricane balloon prior to stent placement and the scope was not torqued. According to the complainant, during the procedure, the nurse started deploying the stent when the white hub handle separated from the external blue catheter and the stent failed to deploy. The stent was fully constrained on the delivery system when removed from the patient and the procedure was completed with another wallflex biliary rx covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the outer sheath was broken at the guidewire access sheath.